Manufacturer narrative:
(B)(4): the customer reported that they removed the device from storage for annual testing and the device would not power up. There was no pt involvement. The customer was unable to provide a device serial number. The customer evaluated the device. The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. The device remains at the customer site. We are unable to determine the cause of the reported symptom as no replacement parts are available; the device has been out of support since 2006.

Event description:
The customer reported that they removed the device from storage for annual testing and the device would not power up. There was no pt involvement.